Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a frayed cord and it was tearing/breaking. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a frayed cord and it was tearing/breaking. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and faulty charged coupled device (ccd), a root cause could not be identified. Based on the results of the investigation, the device had cut on cable. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.